Event description:
The machine stated loss of fluid. The doctor re-examined and no leaks or perforations were noted. This was done three times in a row. The hydrothermal ablation was aborted. Patient was taken to recovery in stable condition.what was the original intended procedure?hydrothermal ablation.device #1is this a laboratory device or laboratory test?no.